Event description:
It was reported that when the device and reload cartridge was used during an unknown procedure, the device locked out on the third firing. Opened another device to complete the case. There was no consequence to pt.